Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and blood and body fluids were noted in the lumen. The setscrew marks were in the correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. There were cuts noted in insulation and the suture sleeve which were likely due to explant damage. Visual inspection revealed a twist in the lead body at approx. 50 and 145 mm from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the hospital due to an uncomfortable feeling and via x-ray test, this right ventricular (rv) lead was found to be dislodged and perforated the heart wall of the right ventricle. In addition, the lead exhibited loss of capture. This rv lead was explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this patient presented to the hospital due to an uncomfortable feeling and via x-ray test, this right ventricular (rv) lead was found to be dislodged and perforated the heart wall of the right ventricle. In addition, the lead exhibited loss of capture. This rv lead was explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.